Manufacturer narrative:
A ge service representative performed an on site investigation. The rtos was reseated. The cine hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed cine disk unavailable and system error detected messages and instructed user to reboot the system. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.